Event description:
It was reported that the patient was having difficulty charging the ipg due to placement. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.